Event description:
It was reported that the patient's system was experiencing low impedances. Surgical intervention was undertaken on (B)(6) 2022, where the ipg was explanted and replaced. Therapy was restored post op.